Event description:
It was reported: these implants were first implanted im 1995. The knee was revised in 2001, and the dr requested that he explanted parts be sent back to determine why the knee failed.